Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13166. It was reported the patient desired to have her scs system explanted as she was experiencing discomfort at the anchor site. In turn, the scs system was explanted.